Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jan-2019 with the following findings: during investigation, the pump powered on and the display was found to be dim, faded, and discolored. Unrelated to the complaint, investigation revealed that the battery compartment was cracked from threads to case seal along grip pad.